Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes customer found black dots in the inner wall of the tube. This event occurred 17 times. The following information was provided by the initial reporter. The customer stated: the black dot originally present in inner wall of collection tube. The black dot was noticed in inner wall of collection tube before use.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter - dirt was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter - dirt. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes customer found black dots in the inner wall of the tube. This event occurred 17 times. The following information was provided by the initial reporter. The customer stated: the black dot originally present in inner wall of collection tube. The black dot was noticed in inner wall of collection tube before use.